Manufacturer narrative:
Pr # (B)(4) - on (B)(6) 2021 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Per email: cord burnt and split in 2 pieces. No further information available.